Event description:
A female that had bilateral mastectomies with immediate breast reconstruction utilizing tissue expanders in 2008. She had been progressing without any incident and then after completion of her second intraoperative expansion, there was some evidence that the left expander was not maintaining its fullness. It was monitored for over a week and it continued to regress. There are no clinical signs of infection or drainage throughout the incision. Surgical finds were of a small defect in the inferior portion of the tissue expander. Product was removed.